Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cbp), the arterial pump shut off and displayed "service pump" message. The device was not changed out as the perfusionist pressed the restart button and the pump restarted. The pump speed was able to be changed as needed. There were no other issues for the remainder of the procedure. The pt was weaned from cbp without difficulty. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Data logs are being returned to the MFR for evaluation. User facility's biomedical engineer was unable to duplicate the event. Investigation is in process, but not yet complete.